Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a several pyxis medstation es devices have repeatedly hit the black screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drives were faulty. A field service engineer replaced the kit for molex cable and solid-state drive mounting plate to resolve the issue. Then, the field service engineer performed a run diagnostic and cleaned the unit. The system functioned as intended after the field service engineer repaired the device resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a several pyxis medstation es devices have repeatedly hit the black screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.